Event description:
It was reported that the pt was being transported to CT-scan while on the ventilator. During the transport, the ventilator made a loud solid beeping (inop) alarm. The ventilator displayed reset and then the unit powered off completely. Approx 20-30 seconds later, the ventilator started beeping and turned back on. No reported harm to the pt.